Event description:
It was reported the patient passed out on the street and was brought to the hospital via emergency rescue. The patient had cramps which could have been related to a high frequency of interference that was sensed in the device to coil sense circuit. Ventricular fibrillation was detected and a high voltage therapy of 36j was delivered. The patient died on (B)(6)-2010, the same day as the ventricular episodes were detected. The cause of death is "sudden cardiac death of unknown origin, no autopsy performed." There is no allegation from a health care provider that the death was related to the device.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: lead (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) battery depletion-normal.